Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis completed and partially confirmed the initial findings. The instrument was found to have a severely bent grip tip and a dislodged grips pin. A manufacturing engineering reviewed the instrument failure further and noted that based on the severe bent in the grip tip, it is more likely that the grips pin was dislodged as a result of damage during use rather than manufacturing. It was observed that the bent grips pin likely occurred when the grip got bent.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip pin dislodged at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the prograsp forceps had bent tips. There was no report of patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue was discovered by the central sterile dept. There was no patient involvement.